Event description:
A sales representative stated that during an in-service demonstration the fms balloon would not inflate on the initial attempt. The sales representative went on to state, after tightening the syringe onto the port, the second attempt to inflate the balloon was successful.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No additional pt/event info details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).